Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in a moderately tortuous distal left circumflex artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During device preparation, flushing was difficult. Flushing was first performed with the telescope retracted and then repeated with the telescope advanced. Air was observed in the middle portion of the shaft. Additional flushing was performed in the retracted position and then repeated in the advanced position to remove the air. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned a conclusion code of unable to exclude device problem, following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in a moderately tortuous distal left circumflex artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During device preparation, flushing was difficult. Flushing was first performed with the telescope retracted and then repeated with the telescope advanced. Air was observed in the middle portion of the shaft. Additional flushing was performed in the retracted position and then repeated in the advanced position to remove the air. The procedure was completed with another of the same device. No patient complications were reported.